Manufacturer narrative:
Following the event, the device was inspected. Although the arjo service technician did not find any issues with the side rail locking mechanism and confirmed that the locking and unlocking functions operated correctly, it was decided to conduct further investigation at the manufacturer's site. The side rail is raised by holding side rail "handle" and pulling the side rail up and away from the bed until it locks in the raised position. While raising locking pins slide on the bearing plates. When in raised position, the locking pins are pushed into holes by springs. The holes for the locking pins has a chamfer that facilitates the pins' engagement into the holes. To lower the side rail the blue release lever needs to be pulled. Instruction how to lock the side rail is described in the citadel plus instruction for use (831-374): "make sure the locking mechanism is securely engaged when the side rails are raised." "To minimize risk of falls and injury, the bed should always be in the lowest practical position when the patient is unattended." The operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or an approved service agent should be contacted. The manufacturers investigation is ongoing to check whether it is "possible" that the side rail is incorrectly locked in raised position. Conclusions will be provided in the final report.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that the side rail was not locking properly. Due to that, when the patient leaned on the side rail, it opened. There was no fall or injury.

Manufacturer narrative:
Instruction how to lock the side rail is described in the citadel plus instruction for use (831-374): ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ ¿to minimize risk of falls and injury, the bed should always be in the lowest practical position when the patient is unattended.¿ the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or an approved service agent should be contacted. The process of gathering and analyzing the data is ongoing to establish the root cause of the reported event.

Manufacturer narrative:
Instruction how to lock the side rail is described in the citadel plus instruction for use (831-374): ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ ¿to minimize risk of falls and injury, the bed should always be in the lowest practical position when the patient is unattended.¿ the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or an approved service agent should be contacted. The manufacturers investigation is ongoing to check whether it is possoble that the side rail is incorrectly locked in raised position. Conclusions will be provided in the final report.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that the side rail was not clicking and when the patient leaned on the side rail, it opened. There was no fall or injury.

Manufacturer narrative:
The arjo service technician inspected the device and found no malfunction in the side rail locking mechanism. Only a crack was observed on the plastic cover of the side rail, which does not have an impact on the side rail ability to lock or unlock. In regard to the allegation of no clicking, this could refer to the clicking sound that may be heard when a side rail is raised and locked in upper, closed position. Additional testing, using random samples, were conducted to simulate the reported situation when side rail opens when a load is applied. It was found that once the side rail is lifted to an upper, close position, it remains securely lock. The unexpected opening is unlikely. Another simulation showed that when a blue release lever (which is used to open a side rail), is pulled quickly and forecefully, the locking pin may move out of its position into the chamfered area. In that situation, the side rail remains in raised position but is not locked. Citadel plus instructions for use states "pull the blue release lever and lower the side rail, holding the side rail until it is completely lowered". To sum up, the side rail could open unexpected, due to the locking pin moving out of its intended position, after the blue release lever was pulled. The side rail opened unexpectedly, therefore the arjo device failed to meet its performance specification. The device was used for patient treatment and therefore played a role in the event. The complaint was assessed as reportable due to the allegation that the side rail opened when the patient leaned on it. This may led to a patient fall and a serious health consequences as a result. There was no fall or injury in the investigated complaint.